Manufacturer narrative:
The instrument was not returned and the reported complaint could not be confirmed.

Event description:
It was reported during a myomectomy procedure, small fragments from the prograsp forceps instrument's shaft fell into the pt. The fragments were removed. The procedure was successfully completed using a second prograsp forceps instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.